Event description:
As reported by the user facility: reason of complaint: I wanted to touch base with you regarding a pump that was found to be leaking on disconnect back on (B)(6). I just received the incident report and reached out to our pharmacy team and they don't have any knowledge of this happening so not sure that it was reported by nursing in the moment. I do not have the pump to send back unfortunately but I can report that it was found to be leaking from the port fill valve but the cap was securely tightened. There was some 5fu residue on the cap itself and in the patient pouch. Let me know if you need any additional information.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): complaint reported an unknown batch, thus, unable to review DHR. No sample and no picture was received for further investigation. Conclusion: as neither sample nor picture of the actual complaint sample was received, further investigation was not possible to identify the complained defect. Hence, the complaint is classified as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.